Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no anomalies. The battery status after 64 months implantation duration was found to be normal and as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient complained of feeling dizzy. ECG demonstrated intermittent ventricular loc. Physician has concerns related to the header of the pacemaker. System was explanted.